Event description:
Caller reported air bubbles or gaps in the insulin system located in the patient line between the pump and the t:lock, which were not noticed during the loading sequence but during pumping. The customer's blood glucose level was displayed as "high," indicating an adverse impact but no specific value was provided. The customer managed the high blood glucose by administering a corrective injection via a multiple daily injection method. After receiving guidance on using room temperature insulin for cartridge filling, the caller acknowledged and understood the advice. The customer resolved the issue by changing the infusion set and tubing before resuming insulin delivery.